Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 1 month. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency room on (B)(6) 2017 with a chief complaint of watery and loose stools that started 2 days prior to presentation. On the day of admission the patient also had fresh blood in the rectum area. The patient was admitted and had positive clostridium difficile and was started on vancomycin by mouth to complete a 14 day course. On the same day as admitted the patient¿s stools returned to dark brown to black in color. The site of bleeding was reported confirmed as arteriovenous malformation. It was reported that a month prior to the present admission, the patient was prescribed a 10 day course of amoxicillin for a tooth extraction. The patient was discharged to home (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection and gastrointestinal bleeding could not be conclusively determined. Infections and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.